Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Reportedly, the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. Cause was not known. Customer administered a manual injection to address bg.